Event description:
Voluntary report received (mw5177770). On (B)(6) 2008, the patient underwent a left total hip metal on metal arthroplasty. It was then revised on (B)(6) 2025 due to severe metal debris necessitating a long-term antibiotic therapy. The patient also suffered femoral nerve damage, resulting in ongoing neuropathy characterized by numbness, tingling, and burning sensations in the legs and feet. Furthermore, the patient developed extensive bilateral heterotopic ossification and persistent pain. It was also found that the left hip joint prosthesis was infected with cutibacterium acnes. During revision procedure, profound heterotopic ossification and mild trunnionosis were found. Doi: (B)(6) 2008. Dor: (B)(6) 2025. Affected side: left hip. (B)(4) and (B)(6) are related. (B)(4) was created to capture left hip revised on (B)(6) 2025. (B)(4) was created to capture right hip revised in 2022.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. H11 additional narrative: added: d4 (catalog), d10 (concomitant). Corrected: e4. Recaptured codes on h6 (health effect - clinical code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: h6 health effect clinical code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.